Event description:
It was reported from south korea that during service and repair pre-testing, it was observed that the attachment device failed temperature assessment, vibration, and the nose tube assembly came apart. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed nose tube assembly, vibration, and temperature. Therefore, the reported condition was confirmed. It was determined to be that the bushing was not glued correctly with loctite 680. The assignable root cause was determined to be due to a manufacturing or process error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.